Manufacturer narrative:
The customer was not having any issues with calibration, qc, or any other tests. The field service engineer (fse) found the measuring cell was over 100,000 tests, pinch tubing needed to be replaced and preventive maintenance was due. The fse replaced the pinch tubing, syringe seals, pinch valves, measuring cells, and tip waste tubes. Blank cell calibration was performed and passed. An instrument check was run and all tests passed. Calibration and qc passed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 29.1 ng/l. This result was reported outside of the laboratory where it was questioned and "immediately" repeated. The repeat result was < 6 ng/l with a data flag. The customer repeated the sample twice with results of < 6 ng/l with a data flag. The repeat results were believed to be correct. The customer stated following the initial run, she inspected the sample and it appeared slightly cloudy so she centrifuged it again. The troponin t reagent lot number was 641004. The expiration date was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.